Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the proximal section on the body of the balloon. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician, the interaction with the scope, and normal procedural difficulties encountered during the procedure, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, a hole was noticed. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.